Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: learning curve and initial experience with implementation of a his-bundle pacing program in an australian setting. Heart, lung and circulation. 2020. 29, 1493¿1501. Doi.org/10.1016/j.hlc.2020.01.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing. The article reports patients who experienced pneumothoraces, lead dislodgement with subsequent lead revision, and pericardial tamponade due to atrial lead perforation. There were implants that failed due to artifact on the lead. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.